Event description:
A surgeon reported that following intraocular lens (iol) implant surgeries, he has observed glistenings in the last three to four years in the lenses of several patients (unspecified). Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info has been requested. (B)(4).